Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery alarms noted. The unit passed unexpected restart test and self test. There was no unexpected signal to low or unexpected restart error alarm noted. The unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received multiple excessive no delivery alarms from his insulin pump. The customer's blood glucose level was 261 mg/dl. Standard troubleshooting was performed. The customer stated the alarm occurred after he inserted a new battery. The customer was advised that the insulin pump experienced an unexpected restart. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).